Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) with a monitoring voltage of 2.67 volts and an unknown charge time measurement. Technical services discussed remaining battery life information. An allegation was made that it was a surprise that the device did not last longer. To date, no adverse patient effects were reported with this clinical observation.